Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75144 pta balloon dilatation catheter allegedly experienced detachment and a inflation issue. This information was received from one source. This malfunction involved one patient with no patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: for the reported event, lot number was provided, and a lot history record review was performed. The sample was returned for evaluation and a photo was provided. The evaluation confirmed for inflation and break, and unconfirmed for detachment. Further evaluation updated the trending code (1310 - inflation issue and 1069 - break). Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4, h6 (device code 1069 - break). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75144 pta balloon dilatation catheter allegedly experienced detachment and a inflation issue. This information was received from one source. This malfunction involved one patient with no patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: for the reported event, lot number was provided, and a lot history record review will be performed. The sample was returned for evaluation and an image was provided. The company is still investigating the issue at this time. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not yet returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75144 pta balloon dilatation catheter allegedly experienced detachment and a inflation issue. This information was received from one source. This malfunction involved one patient with no patient injury. Age, weight, and gender were not provided for the patient.